Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was checked and nozzle unit on gas module was defective (not specified which exactly) and have been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The last preventive maintenance was done on 2021. The preventive maintenance must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Based on that, the most likely reason why nozzle units were defective is expected wear and tear of the parts. Since no parts were returned for investigation, the root cause of the event has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).